Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's outer surface was broken. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the break occurred in the shaft section of the instrument, and therefore prevented its passage through the trocar. No component came into contact with the patient¿s anatomy; however, after the trocar and the instrument were removed from the patient, a break occurred while the instrument was being withdrawn from inside the trocar.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged proximal clevis. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube at the distal tip where the proximal clevis is installed. A piece measuring proximately 5,0mm x 4,0mm was not returned with the instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.